Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication to the patient. After 48 hours of therapy time, there was still approximately between 5-30ml of medication left in the infusor that had not been delivered to the patient. The infusor was filled with chimeric antibody, human serum albumin, and 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.